Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. An external inspection was performed and no issues were noted. The amia device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30166 alarm. While on the phone with the technical service representative (tsr) the cycler alerted that a leak was detected and prompted the patient to close the transfer set. The patient was connected at the time of the alarm. The alarm displayed on the cycler was max air exceeded 30166. The tsr instructed the patient to check for leaks in the solution bags and lines. The patient indicated that they did not see any leaks but indicated that they did notice multiple air bubbles in the line. The tsr assisted the patient to end the treatment as indicated on the screen and shut down the device. The tsr explained to patient that they would not be able to continue to use the setup nor would they would be able to reuse the current set. The tsr explained to dispose of all supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.